Manufacturer narrative:
(B)(4). This report is being submitted to relay on initial information and investigation results. Concomitant medical products: regen/rnglc+ multi 56mm sz 24 catalog#: pt-106056, lot#: 360640 32mm mod head cocr +3mm neck catalog#: 163670, lot#: 00j3235778; arcos 17x190mm spl tpr dist ha catalog#: 22-300917, lot#: 504230; arcos troch claw small 100mm: ref 11-302102, lot 085570; arcos lateral troch bolt 42mm: ref 11-302142, lot 398520; unknown screw catalog#: ni, lot#: ni; unknown screw catalog#: ni, lot#: ni; ringloc-x e1 h/w 54/32mm 24 catalog#: ep-053254, lot#: 3276013. Foreign: (B)(6). This product is manufactured by zimmer biomet and is not cleared or distributed in the u.s., however, this report is being submitted as zimmer biomet manufactures a similar device that is cleared or distributed in the united states under 510(k) number k090757. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11287, 0001825034-2017-11288, 0001825034-2017-11290, 0001825034-2017-11291, 0001825034-2017-11292, 0001825034-2018-00732, 0001825034-2018-00733.

Event description:
It was reported that the patient developed reddening in the upper leg and an allergic skin reaction. The patient was treated at home with cortisone cream applied locally to the affected site. Attempts have been made and additional information on the reported event is unavailable.